Event description:
The patient's generator was replaced prophylactically. The explanted generator has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
It was reported in clinic notes that the patient's battery is nearing end of life. The patient's mother had noted that the patient has had a couple more seizures that usual, and that she usually has about 5 seizures per month. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.